Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007809, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007809 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine multivac 12 on 26/jun/2024, with a total of 28,500 units. Glue-tubing lot: the lot# 4f03165 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 23/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united arab emirated. It was reported that patient faced an event where an infusion set tubing was found partially detached from connector on (B)(6) 2025. No further information available.